Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 14-jun-2016 who had essure (fallopian tube occlusion insert) inserted. She posted a photo on an website portal showing the statement essure free and the date (B)(6) 2016, which seems to be essure removal date. Follow-up received on 22-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and posted on line that she was essure free. This event, interpreted as medical device removal, is listed in the reference safety information for essure. In spite of the lack of details for a comprehensive causality assessment; considering essure removal was probably required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.